Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery pack would not power a test monitor or charge. Upon evaluation, one of the battery pack tri-cells was depleted at -4.325v. The cause of the battery faults is the defective cell. The root cause of the defective cell was not positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was producing faults while charging.